Event description:
While the unit was in use on a patient, the unit displayed failure code 39 (communication failed to interrupt) and code 45 (iabp dataset not compatible with solenoid driver). The pt was switched to another unit and therapy was continued. No pt injury was reported.